Event description:
It was reported that an 11f and 7f sheath were placed in the left femoral vein. Reportedly, access was tortuous. A 3d intracardiac echocardiography catheter (ice) was inserted through the 11f sheath. The physician attempted to reposition the ice catheter and inserted a .035 j wire through the 11f sheath, due to resistance. Several minutes later, during sheath maneuver, the sheath separated into half; the distal half was left inside the femoral vein. A vascular surgeon made a 1 inch incision into the groin in an attempt to manually retrieve the sheath, but was unable to. The pt was then sent back to the interventional lab where ultrasound was used to guide the physician to where the sheath was. The physician used a snare to remove the sheath from the pt's vein.

Manufacturer narrative:
One 11f, 12cm, fast-cath hemostasis sheath was visually inspected. The sheath tubing had been completely severed at approx 1.9" distal to the hemostasis hub; the detached tubing segment was approx 2.8" in length. The tubing material at the detached segment proximal end and the attached segment distal end was stretched and torn, consistent with forcible separation. Multiple lines or orange discoloration were also noted in the attached tubing segment exterior surface, and two circumferential bulges were noted in the detached tubing segment. The attached tubing segment was sectioned lengthwise; white lines of discoloration were visible on the interior surface which coincided with the orange lines noted on the exterior surface. No other visual anomalies were noted. The origin/mechanism of the noted damage was inconclusive. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The fast cath introducer sheath instructions for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The fast cath introducer sheath instructions for use (IFU) states that prior to proceeding, verify the hemostasis introducer is of proper size to allow passage of desired catheter or other medical device. The fast cath introducer sheath instructions for use (IFU) states individual pt's anatomy and physician technique may require procedural variations. The fast cath introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.